Event description:
Plugged laser fiber into laser, pushed ready, laser went to stand by, unscrewed and reinserted laser wire, and tried again, and it did not work. We used another laser fiber and it worked. Laser fiber did not work. Manufacturer response for 365 laser fiber, 365 laser fiber (per site reporter). Field rep notified and replacement to be sent. Advised they did not need it returned for evaluation.